Event description:
Complainant alleged that the medics were responding to a call at a nursing home for an unconscious 82 year old female pt. The medics began to monitor the pt with the device. The pt was "throwing pre ventricular contractions" and was exhibiting a sinus tachycardia heart rhythm and was responding to painful stimuli. The device was displaying the pt's heart rhythm but suddenly the device screen displayed a straight line. The medic checked the pt's pulse and breathing. The pt still had a pulse and was breathing. The complainant indicated that the medics were able to monitor the pt using the device recorder. There was no adverse effect on the pt as a result of the reported malfunction.